Event description:
Customer reported a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem or troubleshoot the system. System was in use and operating as intended.